Event description:
As per (B)(6) - during a total hip replacement surgery, trident crossfire insert 28mm (f) not inserted in shell of 54mm trident psl shell. This lead to a procedural delay of about 1 and a half hour in the surgery. The surgeon debrided, the pt's tissue but still the implant did not fit. A back up was present and the procedure was completed in more than 3 hours time. This also posed a potential risk to pt's life as he was put on tourniquet for an extended time. Surgery time extended which increased the mortality rate.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.